Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.

Event description:
The pt was receiving intra-aortic balloon (iab) catheter support following cabh and their condition was stable. While receiving treatment, there was alarm of an empty helium cylinder. The user expected that there was a malfunction of a balloon system. The pt became unstable, had a stroke also. On changing the new cylinder of helium gas the second cylinder also emptied immediately after connection.